Event description:
It was reported that the patient with this right atrial (ra) lead had a possible infection. Reportedly, the patient fell and had swelling around the implant site. There were no additional adverse patient effects reported. The ra lead remains in service.